Manufacturer narrative:
The customer was provided with a replacement device. The system pcb of the device was further evaluated by stryker and the device sent to be scrapped. Stryker determined that the cause of the reported issue was due to the single board computer (sbc) on the system pcb assembly. The sbc was inoperative.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle and locks up at the self-test in progress screen with the service light illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired and will be removed from service.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle and locks up at the self-test in progress screen with the service light illuminated. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.